Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0wmv4, implanted: (B)(6) 2015, product type: lead. Product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The patient reported that they had experienced a loss or change of therapy. The patient reported good therapy after implant, until 2 days ago. The patient stated he's not urinating enough to satisfy himself. The patient felt stimulation. The patient had increased stim. And he felt it in his groin. Patient services told caller that if it's not helping then the general direction of stim. Adjustment is to increase stim. And/or change program. Patient services told caller that since 2.80 is as high as he can stand, then if that doesn't work, he may need to switch program. The patient also wanted to know if he should go to the doctor to drain his urine. There were no trauma/falls reported that could be related to this issue. Event date: (B)(6) 2015; patient said 2 days ago. Indications for use were noted as: gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.